Manufacturer narrative:
A supplemental report is being submitted for corrections. In the prior supplemental rr, in section h10 for the additional products, h5 was stated as h5: no <(><<)>yes, if pump>, has been corrected to h5: no. Additional products: d4: serial #: (B)(6). D10: yes, return date: 16-jul-2020 h3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes h5: no h6: FDA results code(s3233). D4: serial #: h5: no. D4: serial #:. H5: no .d4: serial #: h5: no. D4: serial #: h5: no. Investigation of this event is pending, and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: the controller and one battery were returned for evaluation. The other four batteries were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual inspection and functional testing. Failure analysis of the returned controller revealed a slightly bent pin within a power port two. The bent pin did not allow a battery to easily connect to the controller. Visual inspection revealed contamination within both power ports of the controller, likely due to handling of the device. Supplemental testing was performed, and the test results revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed several premature power switching events that were due to momentary disconnections, as well as momentary disconnections that did not lead to premature power switching events involving bat855114 and bat751992. Momentary disconnections will result in an audible tone or ¿beep¿. The observed momentary disconnections were most likely perceived by the patient as the reported "alarms" event. Review of the data log file also revealed several instances involving bat855114 where the battery's relative state of charge (rsoc) values were logged between 101-201, which is indicative of communication errors. Analysis of the event log file revealed multiple controller power up events were logged between on (B)(6) 2020. The controller was without power for an average of 27 seconds per loss of power. Several momentary dis connections were observed prior to multiple losses of power. As a result, the reported events were confirmed. A power source lubrication procedure was performed on bat751991 and bat751992 in accordance with the requirements under fsca cvg-18-q4-19 on 10-jun-2019. The battery bat855114 was lubricated prior to release. There is no evidence the lubrication servicing was performed bat750920 and bat751993. The most likely root cause of the reported premature power switching event and beeping event can be attributed to momentary disconnections due to contamination within the controller power ports and/or temporary corrosion of the controller-port/power-source pins. Possible root causes of the reported communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and / or to an intermittent disconnection on one or both power sources. The most likely root cause of the reported poor mechanical connection event can be attributed to a misalignment between the power port and a power source output connector. CAPA: pr00384004 was opened to investigate bent / damaged pins with controller 2.0. Additional products: d4: serial#: (B)(6); d10: yes, return date: 16-jul-2020; h3: yes dev rtn to MFR? Yes' h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 d4: serial#: (B)(6) h3: yes; h5: no; yes, if pump; h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67; d4: serial#: (B)(6); h3: yes; h5: no, yes, if pump; h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 d4: serial#: (B)(6); h3: yes h5: no, yes, if pump; h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307; d4: serial#: (B)(6); h3: yes; h5: no, yes, if pump; h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A supplemental report is being submitted for additional information. The unknown batteries serial number, UDI, manufactured and expiration dates have been updated. Additional products: d4: model #: 1650de / catalog #: 1650de/ expiration date: 31-mar-2019 / serial #: (B)(6) UDI #: (B)(4) h4: mfg date: 13-mar-2018 d4: model #: 1650de / catalog #: 1650de/ expiration date: 30-apr-2019 / serial #: (B)(6) UDI #: (B)(4) h4: mfg date: 06-apr-2018 d4: model #: 1650de / catalog #: 1650de/ expiration date: 30-apr-2019/ serial #: (B)(6) UDI #: (B)(4) h4: mfg date: 06-apr-2018 d4: model #: 1650de / catalog #: 1650de/ expiration date: 30-apr-2019 / serial #: (B)(6) UDI #: (B)(4) h4: mfg date: 06-apr-2018 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that several week priors there were four batteries that exhibited power switching and an unidentified alarm was heard. The four batteries were replaced.

Manufacturer narrative:
A supplemental report is being submitted for additional information and correct. The event description has been updated to include the four batteries that exhibited power switching and unidentified alarm. Correction, the event date has been changed from (b)(7) 2020 to (B)(6) 2020. Additional products: d1: heartware ventricular assist system ¿ battery, UDI #: (B)(4). D10: no. H4: h5: no. Yes, if pump. H6: patient code(s): c50675. H6: device code(s): c63030. H6: FDA results code(s): 3233. H6: FDA conclusion code(s): 11. D1: heartware ventricular assist system ¿ battery, UDI #: (B)(4). D10: no. H5: no. Yes, if pump. H6: patient code(s): c50675. H6: device code(s): c63030. H6: FDA results code(s): 3233. H6: FDA conclusion code(s): 11. D1: heartware ventricular assist system ¿ battery, UDI #: (B)(4). D10: no. H5: no. Yes, if pump. H6: patient code(s): c50675. H6: device code(s): c63030. H6: FDA results code(s): 3233. H6: FDA conclusion code(s): 11. D1: heartware ventricular assist system ¿ battery, UDI #: (B)(4). D10: no. H4: h5: no. Yes, if pump. H6: patient code(s): c50675. H6: device code(s): c63030. H6: FDA results code(s): 3233. H6: FDA conclusion code(s): 11. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: brand name: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31-jan-2021 / serial #: (B)(4), UDI #: (B)(4), device available for evaluation: no, mfg date: 30-jan-2020, labeled for single use: no <yes, if pump>, (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller and the battery exhibited beeping and power switching. After log file review it was noted that the controller also exhibited several controller power losses and the battery also had several communication errors. While the batteries were been switched, there was trouble with the connections to the controller. It was stated that no issues were observed with the pins. The controller was exchange and the battery was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the recall number. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.